Event description:
It was reported that the patients leads had high impedances. It was also noted that the patients implantable pulse generator (ipg) migrated. The patient underwent a spinal cord stimulator (scs) system revision procedure and was doing well postoperatively. The explanted device components will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7117990. UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 557402 UDI: (B)(4).

Event description:
It was reported that the patients leads had high impedances. It was also noted that the patients implantable pulse generator (ipg) migrated. The patient underwent a spinal cord stimulator (scs) system revision procedure and was doing well postoperatively. The explanted device components will not be returned.